Event description:
Needles are bent or obstructed. Dose or amount: use twice daily with lantus pen. Frequency: bid, route: subcutaneous. "Is the product compounded: no, is the product over-the-counter: yes."